Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual and functional evaluation noted that the lock out slider block was damaged and the non-welded tip housing was damaged. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Damage to the lockout slider block is consistent with a user attempting to fire a single use loading unit (sulu) when one is not fully attached. When the block becomes jammed it can prevent the lockout cam block and sulu load link from returning to its resting state. The sulu load link connects to the "unload" button, in turn causing that to become stuck in place. Damage to unload button can be replicated through rough handling. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic appendectomy. On the first firing, the reload was connected to the adapter and the indicator lights illuminated normally. The surgeon attempted to insert the device into the trocar, but the reload disengaged from the adapter outside of the body cavity. A new reload was used but it could not be connected to the adapter. To complete the procedure, another powered handle and adapter were used. The sales rep noticed that the black release button on the adapter was stiff and the red indicator was showing. No patient injury or extension in surgical time of 30 minutes or more. Patient status is no problem.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.